Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the calibration intermittently worked. It was impossible to click on the screen where needed and the screen froze upon interrogation.

Event description:
Reportedly, the calibration intermittently worked. It was impossible to click on the screen where needed and the screen froze upon interrogation.